Event description:
Alleged event: the applier failed to advance the clips during set up. There is no pt injury. The pt's condition is reported as fine.

Manufacturer narrative:
The device history record review (DHR) of the product auto endos ml, lot # 01j1300038 was manufactured on 09/06/2013 a total of (B)(4) pieces. Lot was released on (B)(4) 2013. DHR investigation did not show issues related to complaint. Device sample received by MFR, but investigation is on-going at time of this report. The MFR will continue to monitor and trend related complaints.